Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator with a complaint of "unit was alarming after running for 30 minutes and has burning smell." The complaint was reported in may of 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet and compressor housing caused by a bent fan guard that prevented the cooling fan from spinning properly. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor in may, 2018 involving a devilbiss oxygen concentrator that "was alarming after running for 30 minutes and has burning smell." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.